Event description:
Device 4 of 4. Reference MFR reports: 1627487-2013-00416, 1627487-2013-00417, and 1627487-2013-00418. The pt's ((B)(6)) dbs system includes an ipg, extension and two 4-channel leads from different lots. It was reported the pt is not receiving relief of his parkinson's symptoms. A diagnostic test revealed low impedance measurements. X-rays were recommended to check for possible connection issues within the system. In addition, instructions on non-invasive troubleshooting techniques were also provided as a means of further interrogation. Follow-up on this matter found that the pt is improving.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.